Manufacturer narrative:
An event of stroke and embolic shower was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However, imaging was received from the field showing a pedunculated mobile mass adherent to the amplatzer septal occluder that is mobile and approximately 1.5 cm in length. The edges of the mass appear uniform but it was difficult to know whether the mass represented a myxoma versus a thrombus. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 medical device problem code: code 4001 removed

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in 2008 on an unknown date, a unknown amplatzer septal occluder was implanted in a patient. On (B)(6) 2023, it was reported that the patient presented with stroke and had an embolic shower. Transesophageal echocardiography (tee) showed a mass on device. Couldn't ascertain whether it was clot or myxoma. (Patient had a previous tte in (B)(6) 2023 that in retrospect shows a small space occupying lesion). Plan is to keep on clexane (subcutaneous low molecular weight heparin) over the weekend, repeat tte on monday and potential surgical removal of implant on wednesday. Computer tomography chest from (B)(6) showed nothing on the device. The patient will be medical managed with life long warfarin.